Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device is not returning the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a gastric bypass procedure, the staples would not hold. No significant issue occurred during the procedure on the 28th of january. Four blue cartridges were used. Five days later, the patient experienced a fever (39 °c). A new surgery was needed and the surgeon noticed that a whole staple line was open. A thorough washing of the abdominal cavity was needed first and a drain was placed while waiting for further surgery. In recent news, the patient has no more fever, and feels better. The surgeon is considering discharging the patient in a few days.